Event description:
It was reported that the procedure was to treat lesions located in the mid and proximal left circumflex. The lesions were less than 30 mm apart. The vessel had 85% narrowing, was mildly tortuous and mildly calcified. The 3.5x38 mm xience xpedition was crossed in a direct stenting attempt to the distal lesion; however, on angiography the stent implant appeared to be dislodging from the balloon and the stent delivery system (sds) was retracted back into the guiding catheter. The guiding catheter and sds were removed together from the patient as one unit. After retraction, the stent implant was not dislodged as thought; however, was crushed/crumpled on the proximal end. Predilatation was performed on the lesions after which two xience xpedition stents, a 3.5x15 mm and 3.5x18 mm were able to be placed successfully, one in each lesion, not overlapping. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was confirmed to be secured on the balloon and stent damage was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.